Manufacturer narrative:
(B)(4). Batch # m54t20. The analysis found that one pse45a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The manual override system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the device would not staple, did it cut the tissue at all? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If the manual override was used, was the knife reverse button attempted? Did the jaws eventually open? Can you please clarify what was meant by, ¿manually had to staple renal artery to kidney?¿ was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a laparoscopic nephrectomy procedure, once the device was locked it would not staple or release, manually had to staple renal artery to kidney. Case completed with another device of the same product code. There were no patient consequences reported.